Manufacturer narrative:
The reported events of noise and insulation breach were confirmed. A partial lead was returned in two pieces [portion (a) measuring 6.5 cm and distal portion (b) measuring 41.0 / 46.7 cm (outer insulation and coil / inner insulation and coil ]. Multiple external insulation abrasions were found [20.7- 20.8 cm and 20.9 -21.0 cm from the distal tip of portion b] distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported events is due to the external insulation abrasions which is consistent with friction to another device or feature of the patient anatomy. Other damages found are consistent with procedural damage.

Event description:
New information notes the reported tear in the superior vena cava (B)(6) 2019 occurred during the process of freeing the leads from intravascular adhesions using laser. A drop in blood pressure was noted leading to effusion. This led to a pericardial tamponade. Repair to the superior vena cava as reported was performed by conducting a sternotomy. During recovery in telemetry, persistent sick sinus syndrome, bradycardia, hypotension were noted. Extensive bleeding was noted during the re-implantation procedure on 06/04/2019. The new system was re-implanted successfully and the patient was stable following this procedure as previously reported.

Manufacturer narrative:
Not returned to manufacturer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06732. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial and ventricular leads exhibited episodes of noise resulting in auto mode switch episodes. The patient presented in clinic on (B)(6) 2019 and the noise was reproducible with isometrics. Lead damage was suspected. No device intervention was performed. Patient was stable.

Event description:
Related manufacturer reference number: 2017865-2019-06732.new information notes that both the atrial and ventricular leads were extracted on (B)(6) 2019. A complication occurred during the procedure whereby there was a tear in the lateral wall of the superior vena cava and open heart surgery for repair was needed. The patient was stable following the procedure. The system was re-implanted on (B)(6) 2019 and the patient was stable following this procedure with no complications.